Event description:
Cadd high volume administration set 21-7345-24 air is leaking into system after being primed. This caused the pump to alarm several times with air in line. As a result of the pump not working appropriately, patient was then admitted to complete therapy. FDA safety report ID# (B)(4).